Event description:
It was reported that the patient experienced no readings on the pump and the cgm (continuous glucose monitor) app. The sensor was inserted into the abdomen. The patient experienced no readings on her unspecified pump nor on her cgm app. There was reportedly no error encountered on the app. Per documentation, on saturday (B)(6) 2024 the patient passed out. At that time, there were reportedly no readings on her unspecified pump nor on her cgm app. The duration of time without readings was not specified by the patient nor clarified by ts (technical support). The last known reading was not documented. It was not documented if the patient was monitoring the bg (blood glucose) by fingerstick without readings. She brought her to the hospital after 911 was called and paramedics came. The reporter was unaware whether paramedics gave the patient insulin. In the ambulance, the patient's unspecified readings were 400 mg/dl. When they arrived at the hospital, the staff gave her insulin because the unspecified reading was more than 400 mg/dl. The length of stay was not specified nor clarified. Attempts to contact the reporter for more information were not successful. At the time of the report 6 days after the episode, the patient was at home, but they were still observing her. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6) 2024. It was reported that the patient experienced no readings on the tandem pump and the cgm (continuous glucose monitor) app. The sensor was inserted into the abdomen. The patient experienced no readings on her pump nor on her cgm app. There was reportedly no error encountered on the app. Per documentation, on saturday (B)(6) 2024 the patient passed out. At that time, there were reportedly no readings on her unspecified pump nor on her cgm app. The duration of time without readings was not specified by the patient nor clarified by ts (technical support). The last known reading was not documented. It was not documented if the patient was monitoring the bg (blood glucose) by fingerstick without readings. She brought her to the hospital after 911 was called and paramedics came. They removed the sensor before they brought the patient to the hospital, but they did not replace the sensor. The reporter was unaware whether paramedics gave the patient insulin. In the ambulance, the patient's unspecified reading was 400 mg/dl. When they arrived at the hospital, the staff gave her insulin because the unspecified reading was more than 400 mg/dl. The length of stay was over 24 hours. Attempts to contact the reporter for more information were not successful. At the time of the report 6 days after the episode, the patient was at home, but they were still observing her. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.